Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference (device problem code). Evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a corrupted calibration table. It is unknown how or what corrupted the calibration table. The calibration table was reloaded to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "internal comm error - 1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self-check comm failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.